Event description:
Dr (B)(6) was trying to navigate an extremely calcified at cto with no blood flow. He tried traversing around the segment and wire became stuck and when he tried to advance about a 1cm portion of the distal tip came off. Because of where the tip broke and no flow it was determined by physician that leaving where it was would not pose any sort of risk to patient.